Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced atrophy and recurring incontinence with his artificial urinary sphincter (aus). The tubing had a hole. The physician feels the previous cuff was the correct size and placed in the correct location. The previous 5.0 cm cuff was replaced with a 4.5 cm cuff. All components were removed and replaced with a new aus. The patient is expected to fully recover.